Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2022 with a nasal swab. Confirmation testing via pcr (platform: unknown) was performed at a physician¿s office on (B)(6) 2022 and generated a negative result. Repeat testing was performed with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2022 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2022 with a nasal swab. Confirmation testing via pcr (platform: unknown) was performed at a physician¿s office on (B)(6) 2022 and generated a negative result. Repeat testing was performed with the binaxnow covid-19 antigen self-test assay performed on (B)(6) 2022 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot: 206303 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number: 195-160/ lot: 206303 and device part number: 195-430h/ lot: 201121. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot: 206303 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3: other text: single use device, device discarded.